Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up it was noted that this device had 1.5 years remaining. However; six months ago device longevity was at three years ago. Also, it was noted that the device exhibited a increase in power consumption. Hence, premature battery depletion (pbd) was suspected. Further, a initial data analysis confirmed that a parameter of battery usage of this device has been increasing and was an unexpected behavior. To date, no intervention was performed and device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 years of battery life to 1.5 years of battery life in a 6 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: d6b. Explant date. Block d6b: explant date is unknown. A good faith effort (gfe) has been done to obtain this information. Response is still pending. Once received a correction report will be sent. Corrected fields: g. All manufacturers.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 years of battery life to 1.5 years of battery life in a 6 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal. Block d6b: explant date is unknown. A good faith effort (gfe) has been done to obtain this information. Response is still pending. Once received a correction report will be sent.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 years of battery life to 1.5 years of battery life in a 6 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 years of battery life to 1.5 years of battery life in a 6 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant date is unknown. A good faith effort (gfe) has been done to obtain this information. Response is still pending. Once received a correction report will be sent.